Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported cardiac perforation was procedural related. Per the IFU, vascular perforation is an inherent risk of any electrode placement.

Event description:
During a pulmonary vein isolation procedure using a therapy cool flex ablation catheter, a perforation on the posterior roof along the septal line of the heart occurred. The patient became hypotensive and an echocardiogram revealed a pericardial effusion. A pericardiocentesis was performed which stabilized the patient. A complex anatomy and a long rf application are believed to have led to the perforation. There were no performance issues with any sjm devices.